Manufacturer narrative:
A sample product was not returned for analysis. Product identifying information was not provided by the reporter. Complaint history and product history records were unable to be reviewed due to missing product data. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the plunger of the injector overrode the lens and scratched it laterally. The lens was implanted and remains implanted with no harm to the patient. Additional data was requested.

Manufacturer narrative:
Photos were received from the facility. They were reviewed by the manufacturing site of the injector. Photos show what appears to be a scratch on the iol; however the photos cannot confirm the injector caused the scratch. A sample device was not returned for analysis. The manufacturer internal reference number is: (B)(4).